Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they went to their doctor today to have an EKG, and they felt their 'unit buzzing' during the procedure or their 'limb buzzing' so they turned off the stimulation by turning the MRI mode on and after they cannot turn the stimulation back on. Agent reviewed information and walked the patient through turning the stimulation on. At first, the controller won't turn on, so agent had pt to reset the controller. Pt was able to turn the stimulation back on by exiting MRI mode. Pt stated the buzzing happens occasionally when the 'machine goes well' and they don't have a problem with that. Pt stated they feel that 'it may screw up the EKG'.